Manufacturer narrative:
Physio-control evaluated the device and verified the reported power on/off issue. Physio installed a software upgraded and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further root cause of the issue was not determined.

Event description:
During inspection of the device upon receipt, customer's biomedical technician found that performing a user test resulted in the device power cycling on/off around every five seconds. There is no pt involved with the reported incident.